Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. An engineer from the manufacture engineering department arrived at the customer's site for further inspection. It was discovered during the inspection that the data acquisition (da) printed circuit board assembly (pcba) was not correctly installed. The engineer reconnected and reinstalled the da pcba correctly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.